Event description:
Patient revised due to infection on (B)(6) 2021, approximately 5 weeks following primary surgery. Surgeon explanted 36/+6 standard humeral cup, performed a washout, and then implanted a 36/+9 standard humeral cup.